Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the orbit galaxy coil (csp10020030/c10312) was stuck in the microcatheter. This caused the coil to stretch. At the time of initial contact the device was available for return.

Manufacturer narrative:
The contact from the facility reported that the micrusphere coil (csp10020030/c10312) was stuck in the microcatheter. This caused the coil to stretch. At the time of initial contact the device was available for return. The micrusphere will not be returned, therefore the root cause of the coil becoming stuck inside the microcatheter and stretching cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, it was found that the coil was returned unsheathed, protruding outside the sheath, and stretched. The circumstances of how and when the unreported damage of the core wire and coil protruding outside the sheath cannot be determined. Located at the distal tip of the skive, the coil protrudes through the sheath. No sheath damage was found. The distal tip of the coil had the ball tip retracted inside the coil from the stretching. No manufacturing defects were found. The complaint of the coil becoming stuck inside the unidentified microcatheter cannot be confirmed. Without the return of the unknown microcatheter and film evidence, the root cause of the coil becoming stuck inside the microcatheter cannot be determined; however a contributing factor of distal interference of an unknown source that blocked and temporarily anchored the coil may have been present. Whether the interference was of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. The complaint of the coil stretching is confirmed. While the root cause of the coil stretching cannot be determined, the most likely contributing factor may have been due to the coil becoming temporarily anchored by an unknown source of distal interference. When the coil was retracted, the anchored section caused the proximal section of the coil to stretch. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil becoming stuck inside the microcatheter could not be confirmed and the complaint of the coil stretching was confirmed. Based on the condition of the product the most likely contributing factor to these issues was an unknown source of distal interference. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.